Event description:
It was reported that there were cracks on the luer connector at the patient end of an anti-siphon pca combination set. The reporter stated that the cracks were ¿hairline cracks that are not noticeable until the solution leaks¿. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was received for evaluation. A visual inspection identified that the male luer lock adapter was broken. A clear passage was performed with satisfactory results. However the device failed the pressure test; air was observed in the male luer lock adapter. A functional use test was performed. The male luer lock adapter was unable to connect and rotate. The cause of the crack was determined to be related to the material that the male luer lock adapter was made out of. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.